Manufacturer narrative:
The pump user guide states, "tandem diabetes care, inc. Recommends periodically checking the battery level indicator, charging the pump for a short period of time every day (10 to 15 minutes), and also avoiding frequent full discharges." No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer received a continuous glucose monitor error 42. Pump was reset to resolve the issue. Additionally, it was reported that the pump shutdown. Tandem technical support confirmed that the proper sequence of low power notifications were declared prior to shutting down, and that the battery was depleting at a normal rate due to the customer's setting and usage. The customer's blood glucose experienced an elevated blood glucose (bg) level of greater than 500 mg/dl. Bg was addressed via a correction bolus.